Manufacturer narrative:
(B)(4). Physio-control advised the customer that based on the battery lot code provided that the battery was manufactured in 2012 and was approximately 6 years old. The lifepak 500 operating instructions state "after the five year date, we recommend that the battery be discarded and not used¿. Physio-control provided the customer with the part number for a replacement battery and therapy electrodes. A clinical review of the event was performed by physio-control; however there was insufficient information within the record to determine whether or not the device use had contributed to the patient¿s outcome. Neither the customer's device nor the battery were returned to physio-control for evaluation. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was use error due to the customer failing to maintain the device and replace the battery prior to its expiration date. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device did not power on when prompted during an event. The customer advised that a battery icon was present on the device's readiness display and that the battery installed in the device had a lot code of 1226. The customer further advised that it was a witnessed cardiac event. A student was present and immediately sought help from administrators who contacted emergency services. Staff then brought their device to the scene when it was observed that it would not power on when prompted. The customer advised that there was a delay of approximately one (1) minute from when they attempted to use their AED device and the emt's arrival with a backup unit. The customer advised that the emt's arrived approximately 5-8 minutes after being dispatched to the scene. The patient, a (B)(6) year-old male, had suffered a heart attack and did not survive the event.